Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal rate setting needed to be adjusted per the user's healthcare provider. The user successfully updated the basal rate. The user's blood glucose (bg) level was in the 240's (mg/dl) and it was addressed with a bolus.